Event description:
Information received indicates the casters continue to ratchet when the brake is set.

Manufacturer narrative:
The technician found the casters were worn. He replaced all four of the casters to repair the bed.